Manufacturer narrative:
The baxter technician found the sidecom cable needed to be reseated. Per the hillrom service manual, it is necessary for the centrella¿ bed to have an effective maintenance program. We recommend that you do annual preventative maintenance (pm). Make sure the bed exit system operates correctly. Replace parts if necessary. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed in august 2023. It is unknown if the facility performed any other preventative maintenance on this bed. The technician reseated the sidecom cable to resolve the reported event. Based on this information, no further action is required.

Event description:
Baxter received a report from a baxter technician stating the bed was not sending out bed exit alarm thru nurse call. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).